Event description:
The customer complained of missing segments from the display of the accu-chek performa meter which could impact the interpretation of the results. The customer stated that there were segments missing from the results and time fields of the display. A display check was performed and the first two digits of the results field were missing segments. After the meter was powered on the results and time fields were missing segments. There was no allegation of an adverse event. There was no misinterpretation of results. The meter was requested to be returned for investigation.